Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (dissected thoracic aneurysm) (device was used for treatment of a dissected thoracic aneurysm).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a dissected 45 mm diameter x 204 mm long at zone 3-4 saccular thoracic aortic aneurysm approximately 13 months ago. The proximal aortic neck was 32 mm in diameter; there was no thrombus or calcification. The patient has a history of cerebral infarction and hypertension. It was reported that a follow-up on (B)(6) 2009 showed no issues. On (B)(6) 2010, an ulcer in the aortic wall was observed at the distal edge of the talent graft. On (B)(6) 2010, another manufacturer's stent graft was implanted to cover the ulcer, and the patient recovered. On (B)(6) 2010, the follow-up showed no further complications. The physician commented that the ulcer was related to the talent graft and to user handling. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received for this case. The relationship of the event to the product was updated from yes to unknown. The relationship of the event to the procedure was updated from yes to unknown